Manufacturer narrative:
Results: bd received 252 samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for missing labels with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and there was a quality notification regarding partially missing banding and double banding on this lot. Conclusion: based on the investigation, the most likely root cause is being investigated for missing label (banding defect), and CAPA (B)(4) has been initiated to document the investigation and root cause analysis of the reported incidents.

Event description:
It was reported that the bd vacutainer® k2edta tube had a missing label. No report of serious injury or medical intervention.